Event description:
Customer reported receiving a blood glucose reading of 151 mg/dl on their freestyle meter, and began to experience symptoms of hypoglycemia. Customer was incoherent and in a near comatose state. Paramedics were called, and when they arrived they received a reading of 48 mg/dl on an unknown brand of meter. Time elapsed between these two readings is unk. Once at the hosp, it was noted that the customer's meter was still reading consistantly higher than the meter on hand at the hosp. Treatment was administered at the hosp to raise glucose levels, but the specific treatment is unk.